Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6) , covering the manufacturing period beginning on 18mar2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the custom ER-re ported issue. The reported condition of "drawer jammed" was resolved by the fse during the onsite visit. According to work order 01926941, the fse removed the jammed drawer on main 4.1 and a preventive maintenance was performed in which the silicone cover was replaced. Dchu visual inspection: (B)(6) : the part was received with black marks and exposed copper strands, which indicates thermal damage. (B)(6) : the received part exhibited excessive wear in several keys. Dchu laboratory testing: (B)(6) : no further test was required due to thermal damage and exposed copper strands observed during the visual inspection. (B)(6) : due to excessive wear, no further testing was performed on the received part. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer jammed, which located on sahpxsct2. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer, which had signs of exposed copper strands. There were no delay, no adverse events or injuries reported based on this event.